Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked out while transecting the ima on the second firing. No staples were deployed, tissue was not cut. They continued using for one more firings. The surgeon loaded the device, put it back in patient, attempted close and fire and it locked out again. A competitor's device was used to compete the procedure. No patient impact.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Ima. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Second. During which stroke did the event occur? First. What color cartridge was being used? White what other color cartridges were used before and after this event? Blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Would not fire. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Device was not swished between firings. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The knife advanced and returned to home position properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.